Manufacturer narrative:
Correction: after review it was found that one event of suction loss was due to patient movement and not a product malfunction. As a result the total number of events is being updated to 75 and the lot number 60287677 is no longer part of affected lots. In addition, the number of investigations completed is being updated from 23 to 22. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: it was initially reported that there were 167 events however, it was found that the number was incorrect and the correct number of events are 76. Also the lot number quantity is being updated based on the correction. Lot number quantity: (B)(4) in addition the codes for 192 - shelf life/expiration date exceeded and 18 - failure to follow instructions no longer applied as these cases are now not included since the account reported that the events occurred prior to laser firing and not after laser firing. Device evaluation: twenty (23) investigations were completed during the period. From those, 23 found no device problem and two (2) investigations found the customer failed to follow the instructions as the device was used after its expiration date. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This report summarizes 167 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Lot numbers and quantity. Unknown 15, 60324361 14, 60323882 10, 60319239 9, 60311315 9, 60324359 9, 60311912 9, 60309862 8, 60323225 6, 60317514 5, 60295221 5, 60287679 4, 60290828 4, 60319241 3, 60332108 3, 60320253 3, 60292899 3, 60297881 3, 60298837 3, 60330263 3, 60317391 3, 60276900 2, 60238717 2, 60247738 2, 60320254 2, 60324362 2, 60229411 2, 60309865 2, ca03369 2, 60296764 1, 60292889 1, cc12540 1, 60286480 1, 60278656 1, 60317513 1, 60292886 1, 60291900 1, 60127488 1, 60300234 1, 60287677 1, 60319240 1, 60311911 1, 60301370 1, 60303339 1, 60305678 1, 60223063 1, cc12541 1, 60306950 1, 60306951 1. Thirty-nine (39) investigations were completed during the reporting period. From those 37 found no device problem and two (2) investigations found the customer failed to follow the instructions as the device was used after its expiration date. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluation: one investigation was completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation.

Manufacturer narrative:
Device evaluation: four (4) investigations were completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In 3 of the investigations, it was identified that the device was used expired. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.